Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. In case of this complaint, no additional information was provided from the customer, but as reported the coil was stuck inside the catheter and was broken. It could be due to some procedural factors encountered during use; however, this cannot be confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported issues main coil prematurely detached/separated inside patient, un-retrieved device fragments and patient complications.

Event description:
It was reported that during the procedure, resistance was encountered when advancing the subject coil and the coil was prematurely detached and was left inside the patient. The procedure was delayed by 20 minute and the result was compromised. Clinical consequent's were reported to the patient due to this event. No additional information was provided.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that during the procedure, resistance was encountered when advancing the subject coil and the coil was prematurely detached and was left inside the patient. The procedure was delayed by 20 minute and the result was compromised. Clinical consequences were reported to the patient due to this event. No additional information was provided.